Event description:
It was reported that a patient presented in clinic after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming change was made. The device remains implanted.

Manufacturer narrative:
.